Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high pacing impedance and lead fracture . As surgical intervention was necessary to resolve the issue. This is considered a serious injury. This lead was then successfully replaced. No additional patient effect were reported.